Manufacturer narrative:
Correction - please refer to h6 clinical code. The reported event could be confirmed based on details provided, only. Images available revealed a broken nail. Due to missing device a physical evaluation was impossible. We received two x-ray images which confirm the reported course of nail breakage. The nail was found to be broken at the proximal end at the area of lag screw bore hole. As per event description a necrosis of the tissue at the fracture site was discovered and replacement by a bipolar is scheduled, which could be seen as a clear hint that sufficient bone healing is no longer expected and thus, patient related and classified as patient-patient factors issue. The affected nail is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. Adverse effects are clearly listed in the IFU and as pointed out ¿revision and additional surgery may be a consequence of these complications¿ with information available no deficiency of the nail in question could be verified. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "at the time of the initial surgery, it was suspected a tumor at the fracture site and submitted the bone tissue for examination, which revealed necrosis of the tissue at the fracture site. After surgery, the patient worked hard on the rehabilitation, but he/she lost strength while squatting and the nail fracture was discovered. The nail removal and replacement with a bipolar is scheduled for (B)(6) 2025."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "at the time of the initial surgery, it was suspected a tumor at the fracture site and submitted the bone tissue for examination, which revealed necrosis of the tissue at the fracture site. After surgery, the patient worked hard on the rehabilitation, but he/she lost strength while squatting and the nail fracture was discovered. The nail removal and replacement with a bipolar is scheduled for (B)(6) 2025".